Event description:
A report was received that during a trial implant, alcohol was injected into the pt's epidural space. The physician used alcohol by mistake and immediately flushed the area with saline. The pt is reportedly doing fine.

Manufacturer narrative:
This is the final report.